Event description:
Underdose [underdose]. Case description: medical device report. This case is a spontaneous report from united states referring to an adult male pt (age not reported). A consumer reported this case. No past medical history, concurrent conditions, allergies or concomitant medications were reported. On a date not reported, the pt began use of nutropin aq (0.6 mg, lot number e092; frequency and route not reported) via nutropin aq pen. Nutropin aq pen was used with 29 gauge and 31 gauge needles. The first puncture date of product container in question was not reported. The pt had no prior history of exposure to product lot number in question. On a date not reported, during the first month of nutropin aq therapy, the pt experienced an underdose of nutropin aq (underdose). The consumer reported that the nutropin aq pen was not properly injecting medication. The failure to inject medication properly was noted when only two weeks of nutropin aq had been used during one month. On some days, it was easy to get nutropin aq out of the pen and on other days, it was difficult. The consumer felt that on some days, the pen injected nutropin aq, and on some days, it did not. This was the pt's first pen, and the issue began upon beginning use of the pen. It was not reported whether the pt continued use of the product lot number in question. On a date not reported, the pen was retrieved for inspection. The pt was given a complimentary nutropin aq cartridge as replacement (lot number not reported). The pt's response to the replacement product was not reported. Treatment for the event was not reported. The event outcome was not reported. The consumer did not provide a specific causality assessment of the event underdose in relation to nutropin aq. Another suspect cause was reported as the failure of nutropin aq pen to inject medication properly. Additional info has been requested. This report was forwarded to genentech product quality and assigned. Pharmacovigilance: this is a spontaneous report from a consumer in the us concerning an adult (age unreported) male pt who complained of getting underdose of nutropin while using the nutropin aq pen. This report is considered non-serious and has been forwarded to genentech product quality.